Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6) b5 describe event or problem - correction e1 initial reporter first name - correction e1 initial reporter last name - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.